Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture retrieval issue and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or suture pulled until it breaks or needle/suture pulled beyond point of tautness contributed to the reported suture retrieval issue. The observed posterior needle tip that remained in the posterior foot pocket was likely due to the plunger not fully depressed flush with the handle body during deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture of one prostyle device was successfully pre-placed. However, no suture or link was found upon plunger removal [cuff miss] with two prostyle devices in a row. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.